Event description:
The customer reported to olympus the control head on the evis lucera elite colonovideoscope was broken during an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm or impact associated with this event. During inspection of the returned device, a white debris (believed to be a simethicone type product) was identified exiting the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was not confirmed. Remnants of white crystallized contamination believed to be a simethicone type product was found within the air/water channels. This can which had been attributed to insufficient cleaning. The device evaluation revealed the following findings: light cover glasses was chipped; light cover glasses adhesive was worn; optical cover glass was scratched; optical cover glass adhesive was worn; distal end adhesive was lifting/peeling; insertion tube showed signs of delamination; control body - left/right brake knob was damaged; scope-connector showed signs of water leakage; up/down/left/right angle play had reduced play; and electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material clogged the a/w channel¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no physical damage at the point where foreign material was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿- if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. - nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.